Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. The consumer's history included bacterial vaginosis and parity. She stopped taking birth control well before she got pregnant with her last child. Essure was inserted at the hospital under anesthesia. Immediately after the procedure the consumer felt abdominal cramping and had bleeding. A week later she still had continued cramping and back pain. She did not have the dye test done after 3 months. Since the procedure she had experienced significant hair loss, heavier periods, cramping before and after period, swelling in the abdominal area. She was treated for infections and the prescription medications were no longer working as if she had a resistance to the medications. She recently had to cut her hair due to the amount of loss and had to change the wedding ring to silver because the white gold was breaking out her finger. She considered all events related to essure and wanted the coils removed. Follow up received on 27-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 23-feb-2016 and on 24-feb-2016 and case was upgraded to incident: legal claim was received and new reporters were added. Case (B)(4) was identified as duplicated of this case and was deleted from argus central. All information was transferred to this remained case. Consumer's date of birth was updated. Essure was inserted in (B)(6) 2014 with lot number c06466 for permanent contraception consumer experienced severe back pain, cramping and heavy bleeding. She also had severe swelling in the left knee cap, swollen lymph nodes, swelling on the left side, menstrual cycle has changed with heavier flow, cramp weeks before her cycle starts, began losing a significant amount of hair, bacterial infections, swelling in the abdominal area and pain in the abdominal area. She received ibuprofen as treatment for pain. Losartan, hydrochlorothiazide, soma, valtrex were received as concomitant medication. On (B)(6) 2016, essure was removed. Product technical complaint (ptc) investigation result from deleted case (B)(4):ptc global number: (b)(5) (from deleted case).final assessment:for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment:no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer/plaintiff who had bleeding immediately after essure (fallopian tube occlusion insert) procedure. During device therapy she also reported heavy bleeding (regarded as genital bleeding). Essure was removed approximately 17 months after its insertion. The reported events are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this particular case, considering events nature, their compatible temporal relationship with essure procedure and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was upgraded to incident, since device removal was required. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.